Manufacturer narrative:
All information was investigated, and the returned device analysis did not confirm the reported physical resistance/sticking associated with lock line removal. It was identified that the lock line was unable to be removed fully and identified a knot on the lock line (material deformation). Image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. Based on the information reviewed, while the inability/difficulty removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to patient anatomy and image quality/equipment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, an enlarged atrium and thin leaflets. An xtw clip (41009r1098) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40813r3007) was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to removed. After troubleshooting, the ll was able to be removed. The clip was deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.